Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported flap side cut was not proper in unknown eye of a patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative optimized laser energy, verified spot sizes for flap, and calibrated flap depth and diameter. The flat spare mirror was replaced. It is unknown if the mirror was replaced as a preventative measure or due to a nonconformity which may have contributed to the reported event. Additional information was requested but none has been provided to date. Unrelated to the reported event, the company service representative found intermittent problems with the joystick and replaced the joystick. The intake filter and exhaust filter were also replaced. The system was then tested and met all product specifications. The customer reported event cannot be confirmed. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).